Event description:
It was reported by the customer's mother that the customer had issues connecing their insulin pump to carelink. The insulin pump was unable to download showing a no pump detected alert. Customer's blood glucose level was reported at 136 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump did not detect an alarm during downloading and unable to download using carelink pro due to an alarm found in alarm history screen. The insulin pump alarmed error due to corrupted history file. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.